Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin pen needle there was an issue with broken product. It was stated ¿the inner cover broke through during the injection and the needle broke off. The non-patient end of the cannula was broken.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one opened 31g x 5mm pen needle sample was returned from lot. No. 7052715, cat. No. 325104. Magnified inspection was carried out and it was observed that the hub post with cannula were broken away from the roof of the hub and that the patient end of cannula was broken. An indentation mark on the post was also observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This issue occurred due to a jam on the transfer dial on the assembly line causing the hub to break. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported with the use of the bd insulin pen needle there was an issue with broken product. It was stated ¿the inner cover broke through during the injection and the needle broke off. The non-patient end of the cannula was broken.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insulin pen needle there was an issue with broken product. It was stated ¿the inner cover broke through during the injection and the needle broke off. The non-patient end of the cannula was broken.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.